Event description:
It was reported that this patient is not followed remotely and a normal follow up visit 7 months ago identified there was 9 months remaining longevity. However, a few weeks later the device declared elective replacement indicator (eri). A full evaluation report from the date of the interrogation was not available and disk analysis was not performed. A boston scientific technical services consultant discussed eri could have been triggered due to charge time. The previous long evaluation session coupled with a routine capacitor reformation right away that made the average power consumption very high for that week could have declared explant to maintain the 90 days replacement interval. The device was subsequently explanted and is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.